Manufacturer narrative:
(B)(4). Concomitant medical products: e-poly 32mm +3 hiwall lnr sz22 p/n ep-108322 l/n 821500. Cer bioloxd option hd 32mm p/n 650-1056 l/n 907600. Cer option type 1 tpr sleve +3 p/n 650-1067 l/n 816140. Reported event was confirmed by review of photos provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Pictures were reviewed with health care professional and development engineer and confirmed that cup position was retroverted. Deformation was found near the fractured part indicating the high wall liner was subjected to over loading. It is possible that the implant position led to impingement and causing excessive wear and loading on the high wall liner resulting in the fracture and dislocation of the head. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a left hip revision procedure approximately ten months post-implantation due to dislocation. During the procedure, the acetabular liner was noted to be fractured. The femoral head, acetabular liner and cup were removed and replaced.